Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B)(4).

Event description:
During a passing conversation between a maquet territory mgr and the surgeon, he reported that during multiple endoscopic vein harvesting procedures within the last four to six weeks, twelve short port btt black inflation valves dislodged (popped out) when staff pushed in the syringes, filled the balloons with air then pulled out the syringes. As a result, the balloons would not remain inflated. The surgeon completed the cases without the balloons inflated. The hospital did not report any pt complications. Since it is unk the dates of the procedures, how many failed during each case, and the lot numbers, all twelve events will be tracked in this one case. This report is for the twelfth device.